Manufacturer narrative:
(B)(4). Manufacture plant address corrected.

Manufacturer narrative:
(B)(4). (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to blood loss, bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), and death. .

Event description:
On (B)(6) 2017, the patient was urgently transported to the hospital for emergent lifesaving treatment of a pre-existing ruptured aortic arch aneurysm. According to the report, upon admission to the hospital it was determined that the patient was extremely hypotensive. The patient¿s blood pressure was being maintained via percutaneous cardiopulmonary support (pcps), however transport to the operating suite proved difficult due to the patent¿s decreased blood pressure, extensive swelling of the abdomen and the patient suffering from circulatory shock. Due to the patient¿s unstable medical condition, an emergency thoracic endovascular aortic repair (tevar) was performed in the catheterization laboratory of the hospital where the pcps was being performed. It was reported, a 24 fr gore® dryseal sheath with hydrophilic coating was advanced and a conformable gore® tag® thoracic endoprosthesis positioned and deployed just distal to the ostium of the left common carotid artery with intentional coverage of the left subclavian artery. Touchup ballooning was performed with a gore® tri-lobe balloon catheter, and intra-procedural angiography confirm exclusion of the rupture. According to the report, the patient blood pressure was reported to have stabilized. Reportedly, during the removal of the sheath, the left external iliac artery ruptured. According to the physician, preoperative imaging showed the left external iliac artery diameter to be sufficient for the advancement and withdrawal of the 24 fr introducer sheath, however it is believed the vessel diameter could not be maintained due to the vasoconstriction caused by the decreased blood pressure, resulting in rupture during removal of the sheath. A contralateral leg component was implanted to treat the rupture and hemostasis was reportedly restored. However, the patient¿s blood pressure continued to be unstable. Additional, intra-procedural imaging was performed to access the origin of the bleeding. Reportedly, the source of the bleeding could not be determined. It was reported the patient, remained extremely hypotensive and the abdominal swelling became progressively worse. The physician stated, although the origin of the continual bleeding could not be determined with angiography, it is possible that the patient¿s blood pressure could not be maintained due to the excessive blood loss prior to endovascular repair. It was reported, the physician determined further treatment was not possible due to the patient¿s dire medical condition, and the procedure was concluded. On (B)(6) 2017, the patient was reported to have died. The cause of death was reported as hemodynamic deterioration. It is unknown if an autopsy has been performed.